Manufacturer narrative:
Service inspected the analyzer and replaced multiple parts. Ultimately, the issue was resolved by replacing the tbg acd wash sol. Bottle-valve with cap (rohs). No additional discrepant result issues have been reported since the service activity was completed. A review of the service history for the analyzer did not identify any additional service or complaint issues on or around the time of the issue that may have contributed to the issue. A review of complaint and trending data for the tbg acd wash sol. Bottle-valve with cap (rohs) did not identify any trends or issues. Device history review for the likely cause part did not identify any non-conformances or deviations were identified. A review of tracking and trending in the product monitoring review for clinical chemistry systems found no systemic issue or trends for the architect system nor likely cause part. Labeling was reviewed and sufficiently addresses the customer¿s issue. No systemic issue or deficiency was identified for the architect c4000 processing module ((B)(6).

Event description:
The customer observed a falsely elevated magnesium result generated on an architect c4000 analyzer for one patient. Sid (B)(6) initial result = 4.03 mg/dl; repeat results = 1.00 mg/dl and 1.99 mg/dl (customer provided reference range 1.6-2.6 mg/dl). There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.